Manufacturer narrative:
An event regarding dislocation involving a mdm liner was reported. The event was confirmed by intra-operative photographs provided. Method & results: device evaluation and results: revision surgery intra-operative photographs were provided for review. From the photographs we can see that the head disassociated from the adm x3 liner and that the adm x3 liner has dislocated from the mdm (metal) liner. A photograph of the 3 explanted devices - the head, mdm liner and adm liner was also provided with nothing remarkable to note. The reported devices were also returned for evaluation. The returned mdm liner has scratches on the superior surface indicative of contact with the shell. The liner otherwise appears unremarkable. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: received x-ray image dated 2019 confirms dislocated hip , need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history and additional serial dated x-rays are needed to fully investigate the event. If further information becomes available to indicate further evaluation is warranted, this investigation will be re-opened.

Event description:
Recurrent dislocating hip replacement. Surgeon reporting possible dissociation of mdm liner from head. Planned revision surgery for (B)(6). Initial primary hip replacement surgery on (B)(6) 2019. Update 04/december/2019 wg: intra-op images show that the femoral head was not seated in the adm insert (disassociation) and the adm insert was not locked into the mdm metal liner (dislocation). No further information will be released by the surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Recurrent dislocating hip replacement. Surgeon reporting possible dissociation of mdm liner from head. Planned revision surgery for (B)(6). Initial primary hip replacement surgery (B)(6) 2019. Update 04/december/2019 wg: intra-op images show that the femoral head was not seated in the adm insert (disassociation) and the adm insert was not locked into the mdm metal liner (dislocation). No further information will be released by the surgeon.